Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A sample has been received at manufacturing that has not yet been evaluated. A physician reported an ophthalmic forceps could not open during insertion into patient's eye during a procedure. Alternate forceps were obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
A sample received in opened original packaging including cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample was visually and functionally inspected with the aid of a photomicroscope with various magnifications. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to verify. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).